Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece get's warm. The pt was not burned by the handpiece.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece gets warm. The pt was not burned by the handpiece. During product evaluation was found, (B)(6) does slip (runs out of spec), the water spray holes was clogged. The bearings where gritty and the head of the handpiece get's warm not hot.